Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that there was a confirmed overdischarge. It was reported that the patient had always had trouble charging their device since implant (B)(6) 2011. They were able to get 8 coupling boxes but then it would be zero boxes with the slightest movement. The patient realized that they could not charge their implantable neurostimulator (ins) in 2013 but was just getting around to addressing it now. There was no further information known at the time. There were no patient symptoms reported. Additional information received from the healthcare professional reported that the patient stopped using the unit. The overdischarge issue being resolved was not applicable as it was being removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.